Manufacturer narrative:
The service rep replaced temp. Sensor wires with spare wires, replaced battery charger board and calibrated same. Unit is functional and operates as intended.

Event description:
The customer reported the 9800 unit gave a temp. Sensor error and battery charger error. No pt injury.